Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt was transplanted due to suspected thrombus based on high levels of lactate dehydrogenase (ldh).

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.